Manufacturer narrative:
The initial failure description was "unstable flow". The device was manufactured on 2015-10-15. The review of the non-conformities during the period of (B)(6) 2015 to (B)(6) 2020 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. According to the communication grid dated on (B)(6) 2020 a getinge service technician confirmed the flow swing of the device. According to the service order (B)(4) dated on (B)(6) 2020 the affected rotaflow was tested. 1. The rotaflow drive (rfd) from the defect machine with another rotaflow console (rfc) serial number (B)(6) . The result of this test was a normal flow. 2. The rfd and flow measure board from the defective machine, tested with another rfc serial number (B)(6). The result of this test was a normal flow. 3. A new flow measure board and rfd have been used. The result of this test was a "txrx error". As the "txrx error" of the flow measure board with the serial number (B)(6) occurred during initial installation it is part of the non-conformance (nc) 922017096. All further investigations regarding the 19393561030035 flow measure board are handled in the nc 922017096. 4. A fourth test has been performed on (B)(6) 2020: the rotaflow console was tested with a new flow measure board (test part). The rotaflow console was tested from 1000 rotation per minute (rpm) to 5000 rpm. The result of this test was a normal flow. The 70101.1681 rotaflow console (rfc) flow measure board is already ordered and going to be replaced. According to our life cycle engineering (lce) (see file attachment) the reported failure "flow fluctuates" is linked to the error message txrx , because both failures occur when the flow measuring system identifies an error with the data receiver and transmission electronics on the 701011681rf flow measure pcba board. The error message "txrx" is already known and investigated in our life cycle engineering with following results: the txrx-error was related to a defective flow measurement board (fmb). It could be determined by investigations by life cycle engineering (lce) of identical fmb¿s in other complaints. According to investigation report lce 2827 (investigation performed on 2015-11-18, refer to complaint sap record#705005555) the capacitor c2 had a short circuit. Due to that the ¿-12 v failure¿ appeared and the fuse f1 was triggered. According to lce 3852 (investigation performed on (B)(6) 2018, refer to trackwise record#(B)(4) the fmb was damaged by a service technician. When removing it the soldering joint of potentiometer pot3 was broken. Other malfunctions of the fmb, the rotaflow drive or wires would lead to the error messages or on the flow display. Thus other components can be excluded as probable root cause. The failure could be confirmed. The most possible root cause could be determined as short circuit in the capacitor c2 since the reported failure occurred during treatment. The reported failure "unstable flow" occurred during treatment. The device was directly involved in the event and not able to meet its specifications. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported by the costumer that the flow of the rotaflow is unstable. Complaint ID: (B)(4).